Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with damaged battery was confirmed and but not reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. However, during a previous service the battery and harness were replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The user interface module software version of this pump is colleague 2006(5.09.90).